Manufacturer narrative:
The recipient reportedly experienced pain and discomfort with device use.

Manufacturer narrative:
The recipient reportedly experienced loss of lock. External equipment exchanged, however, the issue did not resolve. The recipient is doing well.

Event description:
The recipient's device was reportedly explanted. The recipient was reimplanted with another cochlear device. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Advanced bionics no longer considers this event reportable. The recipient is currently implanted and is a non-user of the device. This is the final report.